Manufacturer narrative:
On 16 august 2017 the medical affairs performed a clinical evaluation and commented as follows: stem revision 4 years after primary cementless tha. The stem did not osseointegrate and could only find some stability through distal locking. The causes for this situation are unknown; one possible explanation, derived from looking at the supplied xrays (particularly the axial view) is that the stem was undersized. However, as postoperative images are not available, the undersizing may be due to bone changes occurred between primary operation and revision. There is no reason to suspect that a malfunctioning device originated this adverse event. Batch review performed on 18 august 2017. Lot 124750: (B)(4) items manufactured and released on 15 january 2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon complained hip pain. The surgeon detected a stem loosening and planned a revision surgery. The stem did not osseointegrate and could only find some stability through distal locking. The stem did bending to the metaphyseal portion, preventing osseointegration.

Manufacturer narrative:
Additional information received on 17 october 2017 and includes: review completed successfully, intraoperatively there were no particular criticalities when removing the head and stem, just a bone cap in diaphysis was found.